Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of unspecified access sets "were able to be primed"; however, the user "could not access the y sites (luer valves)". The event occurred during an unknown process step during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.